Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis as well as a low blood glucose value of 43 mg/dl. Customer also got blank screen and want to program it. They are treated for low blood glucose value. The device will not be returned for analysis.